Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a pericardial effusion occurred and pericardiocentesis was performed. Per medwatch form (mw187689), it was reported that during the fara pulse pulsed field ablation procedure by boston scientific after an opal procedure, the catheter was to be removed when the patient heart rate increased and the blood pressure decreased. An effusion was observed and pericardiocentesis was performed and approximately 60ml of fluid was removed. Transesophageal echocardiogram was used for the whole procedure. The cause of the effusion was believed to be a flap of tissue which was present at the fossa when performing the transseptal puncture. Due to challenging patient anatomy, the physician replaced the non-boston scientific sheath during the transeptal puncture to be sure the issue was not related to the sheath, which it was not.